Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord. That the pt arrived in the emergency room with shortness of breath and generalized body aches. The pt stated that he had to change out the system controller battery in the morning. A percutaneous lead (lead) eval was scheduled approximately 2 days later. The eval did not identify any broken conductors. Pump stops could not be reproduced with pt movement or external movement of the lead. Since implant, the pt has gained weight. The x-ray of the internal driveline was reviewed on site and showed the driveline pulled taut from the pump end bend relief to the exit site. The system controller was exchanged with another system controller. Additional pump stoppage occurred on the new system controller. The medical team discussed options and approximately 5 days later, the pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of lvad pump confirmed internal percutaneous lead (lead) wire damage that would have contributed to the reported pump stops. The pump was returned assembled with the lead cut approximately 8.75¿ from the pump housing and the distal portion of the lead was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The returned lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the internal section of lead revealed a breach to the insulation of the black wire approximately 1¿ from the pump¿s nipple housing, exposing the inner conductors. A breach to the insulation of the green wire was identified approximately 4.25¿ from the nipple housing, also exposing the inner conductors; the green wire supports motor phase 1. Finally, breaches to the insulation of the black and brown wires were found along the same section of lead approximately 4.75¿ from the nipple housing; these wires redundantly support motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. Abrasions to the remaining wires were noted, but the remainder of the lead was otherwise unremarkable. If the exposed conductors of the black, brown, or green wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the data log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on tethered or battery power. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.